Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and elevated ketones/diabetic ketoacidosis. The customer has also alleged for under delivery anomaly. The customer reported a blood glucose value of 460 mg/dl. The reported hyperglycemia was hospitalized and was treated with an insulin pump, manual injection/insulin pen, and insulin infusion IV drip. The reported elevated ketones/diabetic ketoacidosis, was hospitalized and was treated with insulin infusion IV drip. Symptoms witnessed at the time of hospitalization: feeling sick/unwell, headache, tired/weak and increased thirst. The event involved products unomedical, unk_reservoir, mmt-7040a and mmt-1884. Troubleshooting was partially performed for high blood glucose, which has occurred for more than 4 hours. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of the reported event. Troubleshooting was performed for pump error alarms. Customer was able to clear the alarm and didn't receive a request to rewind the pump. No further patient complications were reported. No product return is required for unomedical, unk_reservoir, mmt-7040a and mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.